Event description:
Baxter china reports 2 incidents of effluent still flowing out of the transfer set after closing the twist clamp. Noted during use. One transfer had been used for 7 weeks and the other set had been used 9 weeks. No pt injury or medical intervention reported.